Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. Patient said they have explosive diarrhea. The next day, they said they ate foods and it had them rushing to the bathroom with diarrhea and cramps three times last week. They also said they luckily made it 2/3 times, but they are having little breakthroughs like that. During the call, they confirmed that they already increased stimulation so the call center reviewed therapy, how programs work, and one program works better than others. As a result of what was reported, they will monitor symptoms now that a change was made and follow up with the healthcare provider (hcp) if not resolved. Later on that day, patient said they had diarrhea. Additional information was received. The patient called back about their loss of therapy. They stated the device didn't seem to be working as well as it had for symptom control and they wanted to make a change. When they connected to therapy settings the day prior, they had noticed stimulation was off. They didn't remember turning it off or know how it would have turned off. Information was reviewed, and on the call the patient successfully turned stimulation back on and set it to a comfortable setting. They were going to monitor symptoms and make adjustments based upon results. No further complications were reported or anticipated.